Manufacturer narrative:
Correction: corrected report type in section b from "adverse event" to "product problem". Items received for investigation: headway-duo 16 microcatheter. The microcatheter was returned with squid embolic visible in the hub and at the distal tip. No evidence of leaking or breaches in the lumen were observed along the length of the device; however, due to the occlusion of the squid embolic, the investigation could not perform any leak testing to further assess the alleged product issue. The investigation of the returned headway microcatheter found squid embolic occluding the hub and lumen. No evidence of leaking or breaches in the lumen were observed along the length of the device during the investigation; however, due to the occlusion of the squid embolic, the investigation could not perform any leak testing to further assess the alleged product issue.

Event description:
As reported: patient diagnosed with davf. Physician decided to treat it with liquid embolic. Used guiding sheath and guide catheter respectively. Headway duo 167 taken as microcatheter and navigated into the davf over guidewire. While injecting the first vial of liquid embolic through headway duo167, physician observed that the liquid embolic is leaking out from the microcatheter. So, physician immediately took out the headway duo 167 microcatheter. Finally, physician took 2 vials of liquid embolic and embolized the davf through (non-mvi) microcatheter. All final dsa runs were clear and hence physician decided to stop the procedure. Case completion was satisfactory. There was no other intervention pertaining to the leak besides the microcatheter removal. Patient was extubated with all limbs moving and obeying all commands of treating physician. Procedure: embolization with les.

Event description:
As reported: patient diagnosed with davf. Physician decided to treat it with liquid embolic. Used guiding sheath and guide catheter respectively. Headway duo 167 taken as microcatheter and navigated into the davf over guidewire. While injecting the first vial of liquid embolic through headway duo167, physician observed that the liquid embolic is leaking out from the microcatheter. So, physician immediately took out the headway duo 167 microcatheter. Finally, physician took 2 vials of liquid embolic and embolized the davf through (non-mvi) microcatheter. All final dsa runs were clear and hence physician decided to stop the procedure. Case completion was satisfactory. There was no other intervention pertaining to the leak besides the microcatheter removal. Patient was extubated with all limbs moving and obeying all commands of treating physician.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.